Event description:
Received alternate 500ml vacuum bottle from stores and distribution on (B)(6) 2012. During the process of therapeutic phlebotomy for this pt, the pt reported feeling light-headed, clamp was placed on the tubing to slow the process down, the IV was re-positioned and at that time the suction from the vacuum bottle appeared to reverse and pull air up through the tubing back towards the IV catheter. Tubing was immediately clamped. Pt reported feeling a "weird sensation" near the IV site. An excellent blood return was present. A new phlebotomy setup was attached to the existing IV catheter.